Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: (B)(6), active ingredient(s) triclosan, dosage form suture/solid/parenteral, strength = 275 g/m vicryl ce. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were cultures performed? Results? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Device history lot a manufacturing record evaluation was performed for the finished device rdbdrtw0 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a lateral episiotomy on (B)(6) 2021 and suture was used. Five days later, the patient gave feedback to the doctor that the incision healing was poor, after examination, there was inflammation. The patient was given anti-inflammation treatment, and it was ordered that the patient should pay attention to hygiene and dressing change and disinfection time. Additional information was requested.

Event description:
It was reported that a patient underwent a lateral episiotomy on (B)(6) 2021 and suture was used. Five days later, the patient gave feedback to the doctor that the incision healing was poor, after examination, there was inflammation. The patient was given anti-inflammation treatment, and it was ordered that the patient should pay attention to hygiene and dressing change and disinfection time. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: (B)(6), active ingredient(s) triclosan, dosage form suture/solid/parenteral, strength = 275 g/m vicryl ce. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were cultures performed? Results? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Device history lot a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified.